Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. These devices were repaired and returned to use. 1 device was inspected by the user facility and the issue was confirmed. The device was damaged beyond repair and removed from service. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the brakes were difficult to engage/disengage or the steer mechanism was difficult to engage/disengage. There was no patient involvement.